Event description:
Customer alleged a nurse leaned against the stretcher and the stretcher moved causing the nurse to fall. The facility would not release any info regarding the nurse involved in the event.